Event description:
Additional information received inidcated that the patient had overstimulation symptoms and that the revision involved the placement of the electrode "away". The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3586 lot #lw0010210n implanted: (B)(6) 1996 explanted: na. Extension model 7496-51 lot #yr0005197n implanted: (B)(6) 1996 explanted: na. Neuros adaptor model 74001 lot #n276364 implanted: (B)(6) 2011 explanted: na. Programmer model 37743 serial (B)(4). Recharger model 37752 serial #(B)(4).

Event description:
It was originally reported that the patient was unable to adjust their stimulation with the antenna attached to the programmer. Follow up information received from the healthcare professional attribute the event to the lead and recharging issues (not able to fully charge). It was also reported that the patient experienced shock-like responses from the neurostimulator and a lack of effect (no coverage for their pain). On (B)(6), 2011, a revision on the neurostimulator and leads was performed with good results. The patient outcome was reported as no injury.